Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6) revealed that the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the battery in the controller is not working well for probably a month ago and they have to use aa batteries. Patient stated they called before but the wait time was too long. Patient services (ps) asked patient to inspect the controller port for visible damage. Ps asked patient to inspect the ac power cord for visible damage and green light on the ac power cord when plug into the outlet. Patient stated there is no visible damage and there is green light on the ac power cord. Ps asked patient to inspect the battery pack (bp) and controller compartment for visible damage and patient said there is no damage. Ps asked patient to plug the controller into the outlet with battery pack and controller shows ins 60% and ac power cord icon on the controller screen. Ps asked patient to remove the bp and plug controller without the bp and controller power on. Patient place the battery pack back inside the controller and controller shows ins 60% and controller 100% charged. Patient stated sometime the controller come on and sometime it does not. Ps confirmed there is no visible damage on the recharger. The issue was not resolved. A replacement controller was sent out.